Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was reported that the customer went to the emergency room and was subsequently admitted to hospital due to a blood glucose (bg) level of around 450 mg/dl. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with issue resolved. Customer reverted to an alternate method of insulin therapy.